Manufacturer narrative:
(B)(4). Date sent: 02/14/2020. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Device not available for return.

Event description:
On (B)(6) 2018, patient underwent a left hemi-colectomy/sigmoid colectomy for recurrent diverticulitis. The patient became septic post op and underwent exploratory laparotomy and anastomotic repair on (B)(6) 2018 and has undergone multiple surgical procedures to address complications.